Event description:
It was reported that the ¿insulation on the tip is worn out¿. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device not received for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
Lot: 05-05. Returned to manufacturer: december 22, 2014. Date received: december 23, 2014. Product evaluation: product analysis found that the tube of the handle is unwelded and the insulation of the jaws is worn out, but not compromised. No material or manufacturing defect was found. The device passed electrical tests. Considering the age of the instrument, 9 years old, the breakage and the damages on the coating are probably due to the normal wear of the instrument. Manufacture date: may 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.